Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, the patient developed "significant pain, a diagnosis of cancer, as well as mental anguish. I'm constantly worried that things will never get better."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient underwent x rays of the lumbar spine. Impression: posterior spinal fusion along with a prosthetic disc at the l3-4 level. Interbody fusion with metallic cages at the l5-s1 level. Atherosclerotic plaquing of the aortic arch. On (B)(6) 2008 the patient underwent l2-3 as well as l3-4 lumbar laminectomy with partial medial facetectomies, l3-4 transforaminal lumbar interbody fusion with interbody autogenous bone graft as well as interbody fusion cage with bone morphogenic protein, posterolateral fusion of l3 and l4 with pedicle screw instrumentation with local autogenous bone grafting as well as fascial graft harvest and repair of complex dural defect. Per-op notes: we were then able to perform the l2-3 as well as the l3-4 laminectomy as well as dissection of the medial portion of facts as ligamentum taken at all points to leave adequate amount of remaining pars. We were able to identify the l3-4 disc space. The pedicle screw system was then used to place 6.5x45mm screws. Once the screws were placed, distraction was placed across and interbody cage was then used according to the manufacturer's specifications with 12x22mm cage being directly impacted into place after preparation of the disc space. Prior to placement of the cage, we also obtained as much as distraction as possible using serial dilation and placed all harvested and posterior bone which had been denuded of soft tissue morselized for bone grafting procedure. A portion of that was then placed anterior into the disc space and then impacted down. The 12 pointx22mm cage also had a bone morphogenic protein impregrnated sponge placed with it." On (B)(6) 2008 the patient was presented for office visit for follow up of her revision lumbar laminectomy and transforaminal interbody lumbar fusion. She reported headache, numbness from the knee down to the left side and back was sore. Assessment: the patient is status post revision, laminectomy and fusion that were technically a very difficult case and required fascial dural patch secondary to large dural defect. On (B)(6) 2008 the patient was presented for office visit. Patient stated she was very frustrated with long process. Left leg contuned to give her problems, the leg gave out last week causing her to fall. She became depressed. Assessment: patient is status post lumbar laminectomy and fusion who has had significant left l5 root dysesthesias postoperatively but these seem to be slowly improving. Diangosis: lumbago and neural neuritis. The patient underwent x rays of the lumbar spine. Impression: wide laminectomy of l4, l5 and probably s1. There is fusion with pedicular screws involving l3 and l4 as well as interbody disc spacers at l5-s1. There is good alignment of the lumbar vertebral bodies. On (B)(6) 2008 the patient underwent x rays of the lumbar spine. There was dense sclerosis of the facets throughout the lumbar region. There is calcification of the abdominal aorta, wide laminectomy of l4, l5 and probably s1. There is fusion with pedicular screws involving l3 and l4 as well as interbody disc spacers at l5-s1. There is good alignment of the lumbar vertebrae bodies. On (B)(6) 2008 the patient was presented for office visit with back problem. Patient states she was having spasms in her lower back along with left hip pain, increased pain with coughing. Diagnosis: sciatica. On (B)(6) 2008 the patient was presented for office visit with back problem. The patient reported revision laminectomy and fusion, and significant left lower extremity l5 motor dysfunction, numbness and tingling into the left ankle and foot. Diagnosis: lumbosacral s pondylosis. On (B)(6) 2009 the patient was presented for office visit with back problem. She reported pain, ambulation difficulty, sleep disturbances and depression. Assessments: surgeries markedly debilitated by pain was showing significant depression secondary to her chronic pain. Diagnosis: post laminectomy syndrome-lumbar. On (B)(6) 2009 the patient was presented for office visit with back problem. Patient reported she was having problems with falling due to weakness, occasional numbness and tingling. Diagnosis: post laminectomy and lumbar spondylosis. On (B)(6) 2009 the patient was presented for office visit with back problem. Diagnosis: post laminectomy syndrome- lumbar. On (B)(6) 2009 the patient was presented for office visit with back problem. The patient reported low back pain and right hip pain. Assessments: post laminectomy syndrome. Lumbar interbody fusion at the levels of l3-4 with hardware. She did show evidence of left lower extremity and sensorimotor radiculopathy. Recent onset of right-sided axial pain. Sacroiliac joint dysfunction. On (B)(6) 2009 the patient underwent x rays of the lumbar spine. Impression: no significant interval change compared (B)(6) 2008. Mottled lucency and sclerosis of the femoral heads unchanged. The patient also underwent x rays of the sacroiliac joints. Impression bilateral sacroiliac degenerative changes noted. On (B)(6) 2010 the patient was presented for office visit with back problem. The patient reported pain in low back, nerve pain in left leg and right foot and muscle cramps in the middle of the night. She also had to herniated discs in her neck. Diagnosis: post laminectomy syndrome, lumbar region. On (B)(6) 2010 the patient was presented for office visit with pain. Patient reported pain had increased since the last visit, patient also has left leg and hip pain bilaterally and pain the left calf. On (B)(6) 2010 the patient underwent x rays of the cervical spine and facial bones. Cervical spine: there is mild narrowing of the c5-6, c6-7 and c7-t1 discs with anterior osteophytes at these levels, increased when compared to the prior study. There is facet degenerative change most marked at l3-4, increased when compared. Facial bones: there is mild mucoperiosteal thickening right maxillary sinus. Impression: degenerative change. Sinus inflammation. On (B)(6) 2011 the patient underwent x rays of the lumbar spine. Impression: there is no evidence of subluxation. There has been slight interval increase in degenerative disc disease at multiple levels when compared to (B)(6) 2009. Redemonstrated are post surgical changes from posterior fusion at l3-4, with questionable lucency developing around the transpedicular screws. On (B)(6) 2011 the patient was presented for office visit with left groin and leg pain. Impression: left groin and thigh pain. On (B)(6) 2011 the patient was presented for office visit with urinary problem. The patient could not urinate at all. She also reported the pain on the left side of the lower back, numbness, tingling and weakness. On (B)(6) 2011 the patient was presented for office visit with low back pain and left groin pain also right knee pain. On (B)(6) 2011 the patient was presented for office visit with left groin pain, low back pain, bilateral knee pain. Weakness in lower extremities. Impression: severe left and groin pain with negative mr arthrogram with improvement in her back pain following denervation at the sacroiliac joint, but no improvement in her groin pain. Post laminectomy syndrome, status post multilevel laminectomy and fusion. Some distal left lower extremity symptoms including numbness and weakness, which she feels is a sequelae to her last lumbar spine surgery. End stage knee arthritis. Diagnosis: radiculopathy of lumbar region, sciatica, disturbance of skin sensation, pain in joint, lower leg. On (B)(6) 2011 the patient was presented for office visit. Diagnosis: sciatica, disturbance of skin sensation. On (B)(6) 2011 the patient underwent MRI of the lumbar spine. Impressions: increase in the degree of posterior disc protrusion at eh level l4-5 level when compared with the prior examination performed on (B)(6) 2008. Left neuroforaminal narrowing l4-5 level secondary to bulging disc into the inferior aspect of the left neuroforamen at l4-5 level. Small left posterior lateral disc protrusion l5-s1 level without evidence of nerve tissue compression or displacement. Post op changes. On (B)(6) 2012 the patient was presented for office visit with back problem. The patient reported that she was having increased back pain and increased incontinence. Patient stated she had injection in the back and received no relief. Diagnosis: spinal stenosis, lumbar region without neurogenic claudication. On (B)(6) 2012 the patient underwent lumbar laminectomy l2-3. Preoperative diagnosis: lumbar stenosis l2-3. The patient underwent x rays of the lumbar spine. No complication was reported. On (B)(6) 2012 the patient was presented for office visit with pain, bilateral knee pain and back pain. She reported trouble walking, fatigue and increased pain. On (B)(6) 2012 the patient was presented for office visit with right knee pain. Impression: severe left endstage compartmental arthritis and patellofemoral arthritis, right knee greater than the left. Status post multilevel laminectomy and fusion resulting in postlaminectomy syndrome. Distal left lower extremity symptoms and weakness, including numbness. Assessments: the patient, who was post l2-3 lumbar laminectomy, had done well from that standpoint in terms of improving that focal pain. She had been recently diagnosed with polymyalgia rheumatic. On (B)(6) 2012 the patient was presented for office visit with right knee pain and right sided low back pain. Impression: severe left end stage compartmental arthritis and patellofemoral arthritis with the right knee greater than the left. Status post multilevel laminectomy and fusion resulting in post laminectomy syndrome, sacroiliac joint dysfunction on the left with response to denervation of the sacroiliac joint. Residual distal left lower extremity weakness and muscle atrophy. Polymyalgia rheumatic for which she sees rheumatology. Diagnosis: cervicalgia. On (B)(6) 2012 the patient underwent x rays of the lumbar spine. Impressions: post surgical changes with no evidence for complication. Superimposed degenerative changes are noted. On (B)(6) 2012 the patient was presented for office visit for pre-operative exam. The patient reported lower back pain and also right buttock area, ambulation difficulty. Assessment: suspect fractured collar bone/ clavicle. Atherosclerotic heart disease, mild on cardia catheter. Sleep apnea, sleep apnea, status apnea, status post multiple back surgeries. Moderate osteoarthritis of her hips. Peripheral neuropathy. Type 2 diabetes. Hypertension. Osteoarthritis. Spinal stenosis with ongoing pain multiple back surgeries. On (B)(6) 2013 the patient was presented for office visit with pain. Assessments: lumbar sacral spondylosis without myelopathy, status post anterior lumbar interbody fusion and lumbar laminectomy. Neck pain. On (B)(6) 2013 the patient underwent MRI of the cervical spine. Impression: asymmetric disc protrusion in the left exit foramen at c3. This could cause left-sided c3 symptomatology. Disc degenerative change with some bulging disc at the c5-6 and c5-7 levels. No root impingement or spinal stenosis. Facet degenerative changes. There are asymmetrically more prominent on the left to the right and most prominent at c3-4 and c4-5 with moderate prominence at the c5-6 level. The patient then underwent MRI of the lumbar spine. Impression: postop changes laminectomy at the l3-4-5 levels. Abnormal soft tissue adjacent to the disc level and a paraspinal towards the left at l3-4 and l5-s1. This is probably granulation tissue. At l3-4 this causes minimal impingement upon the thecal sac or exiting nerve root. It does not cause compromise of the exit foramen. At l5-s1 this is slightly larger and does extend inferiorly into the lateral recess behind s1 on the left where it contacts slightly the s1 nerve root. This could cause s1 symptomatology on the left due to irritation the s1 root. Extensive facet hypertrophic and degenerative change as described, intervertebral disc spacers at l5-s1 and l3-4. Pedicle screws and posterior rods at l3-4. On (B)(6) 2013 the patient was presented for office visit with pain. Diagnosis: cervical spondylosis without myelopathy and post laminectomy syndrome in lumbar region. On (B)(6) 2013 the patient was presented for office visit with pain and herniated disc. The patient also reported numbness in right foot and shooting pain in lower back. On (B)(6) 2013 the patient was presented for office visit with increasing pain in her left leg. She reported constant throbbing pain, increasing numbness into the right lower leg foot. She uses walker for ambulation. The patient underwent MRI of the lumbar spine: there is evidence of significant bony and facet overgrowth at the l4-5 level which leads to moderate central and laterally cyst as well as foraminal stenosis. She has a previous l3-4 and l5-s1 fusion. Assessment: there is significant issues at the l4-5 level which are leading to her increasing pain. Diagnosis: spinal stenosis, lumbar region, without neurogenic claudication. On (B)(6) 2013 the patient was presented for office visit for follow up. Diagnosis: lumbosacral spondylosis without myelopathy, sciatica. On (B)(6) 2013 the patient was presented for office visit with pain in her lower back. She reported increasing back pain and left greater than right lower, leg pain, ambulation difficulty. The patient underwent MRI of the lumbar spine: showed marked spondylosis l4-5 with resultant moderate central and lateral recess stenosis. Assessments: her foot drop on the left has not improved. Diagnosis: post laminectomy syndrome, lumbar region. On (B)(6) 2013 the patient underwent x rays of the lumbar spine. No complication was reported. On (B)(6) 2013 the patient was presented for office visit for surgical follow up. The patient reported the incision is draining, saddle numbness since surgery, some low grade fevers, some positional headache, swelling sensation in her groin and left lower extremity, numbness and episodes on incontinence. Assessments: lumbar stenosis at l4-5, lumbar spondylosis at l3-4 and l4-5, status post l3-4 and l4-5 lumbar laminectomy and l4-5 tlif, wound leakage. On (B)(6) 2013 the patient was presented for office visit for surgical follow up. Assessments: lumbar stenosis l4-5 and degenerative s pondylolisthesis l4-5. Diagnosis: spinal stenosis, lumbar region, without neurogenic claudication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent a transforaminal lumbar interbody fusion and posterolateral spinal fusion at l3-4 using rhbmp-2/acs on (B)(6) 2008. Post operatively, patient developed increasingly severe pain, that eventually developed into paresthesias including numbness and tingling that radiated through her left lower extremity. On (B)(6) 2012, patient underwent a revision surgery to remove excess bone that was compressing the exiting l3 nerve root. Patient currently suffers from severe pain that begins in her lower back and radiates to her lower extremities. Patient suffers from paresthesias including numbness and tingling so severe that her legs give out, and she collapses. Patient is currently able to walk with the assistance of a walker. Patient is no longer able to perform the basic activities of daily living, that she enjoyed preoperatively, pain free.